Event description:
Customer reported that the insulin pump's keypad was not responding as quickly as it used to. Customer reported that this issue had been recurring for three weeks prior to the call. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no up button response due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads.